Event description:
It was reported that an ilet pump intermittently stopped working and experienced rapid battery depletion within a day despite frequent charging, consistent with a premature battery discharge in the device¿s battery component; a replacement device was arranged and the user was instructed on shutdown and data handling. Symptoms included hyperglycemia, lethargy, nausea, and dry mouth. Outcomes included a minor injury or illness. Investigation included communication with the user, analysis of user-provided information, and receipt and testing of the suspected device. Investigation of this case revealed an energy storage system problem consistent with premature discharge of the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.